Event description:
Ous MDR - it was reported that the ICD went eos (battery depletion) approx. 53 months after the implantation. Biotronik has no information in regards to a revision. Should additional information become available this file will be updated.

Manufacturer narrative:
1/9/18 - we were notified that this ICD was explanted on 10/4/17. We received a partial analysis. The ICD was first subjected to a status interrogation and the device memory was evaluated. Device status matched the clinical observation of eos, 19 charging processes were documented. The charge removed from the battery was examined and returned unexpected results. Eos status was reset using a technical programmer and the icds therapy ability was tested. The antibradycardia output signal was in working order and matched the values programmed. A fibrillation signal was transmitted and the device detected the fibrillation signal as expected. Following the detection, the device began a charging cycle, which was interrupted because charging took longer than 20 seconds. After which, the ICD was opened. A visual inspection of the inside structures did not reveal any issues. The battery voltage was measured directly. During which, the battery was found to be discharged. The electronic module was then connected to an external power source and an electrical function test was performed. First, the icds therapy ability was tested again. The antibradycardia output signal was in working order and matched the values programmed. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified energy level was reached and the charging time was normal. The power consumption of the electronic module was measured and appeared to be normal. There was no indication of a malfunction in the electronic module. After which, the battery was returned to the manufacturer for destructive analysis. To date, we do not have the results from the battery analysis. As soon as the analysis is final, this report will be updated.

Manufacturer narrative:
6/11/18 - we received a device evaluation. The ICD first underwent a status interrogation, and the device memory was analyzed. Matching the clinical observation, the device status was eos, and 19 charge processes had been documented. The charge drawn from the battery was checked and proved to not be within expectations. The eos state was reset with a technical programmer, and the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted because the charging time of 20 s was exceeded. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured directly. A discharged battery was found. The electronic module was then connected to an external voltage source and underwent an electrical function check. First, the icds capability to provide therapy was tested again. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was normal. The current uptake of the electronic module was measured and proved to be unremarkable. There were no indications of a malfunction of the electronic module. The battery was then returned to the manufacturer for a destructive analysis. A microcalorimetric measurement of the battery was performed, which showed an increased heat tone. In a next step, the battery was opened, and the internal structure was examined. A defective separator was found in the process between a neighboring pair of electrodes. This damage enabled an increased battery-internal self-discharge, which contributed to the premature battery depletion. In summary, premature battery depletion was detected in the course of the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects.